Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock while programmed in the primary vector due to oversensing of non-physiological noise. It was noted that the noise could not be recreated and that the vector was reprogrammed to secondary. During an atrial fibrillation (af) ablation procedure it was found that this s-ICD was located more posteriorly than expected. An arrhythmia could not be induced to perform a defibrillation threshold (dft) test during the ablation procedure. It was noted that this was most likely due to patient condition. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.